Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the physician did not allege any malfunction on the lead, but the high capture threshold observed on the lead was due to patient's anatomy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, high capture threshold was observed on the lead. The lead was not used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.